Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that an r3 offset impactor broke. Since it was noticed during an inspection, no patient was involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an r3 offset impactor broke. Since it was noticed during an inspection, no patient was involved.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned r3 offset impactor confirms the strike plate fractured off the device. The strike plate was not returned with the device. The device exhibits signs of extreme wear and use. Aa review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. An assessment of historical escalated cases concluded that this event was previously identified and there is a potential for breakage if the device is used after the expected lifetime or excessive force is used. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.